Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation. There was no patient involvement.